Event description:
Healthcare professional (hcp) reported an effluent leak as a result of the transfer set coming loose from the peritoneal dialysis catheter. The home pt (hp) noted this leak while pt was using the homechoice device for peritoneal dialysis exchanges. The hp notified the hcp and discontinued therapy at the time of the event. Hp tightened the connection and resumed treatment that evening. At the time of the incident, the hp was receiving antibiotics (medication and dose unknown) for the treatment of peritonitis. The pt continued with this treatment. Due to the distance the hp lives from the dialysis center, the pt was unable to receive a transfer set change until 03/14/2000. The transfer set was 4 mos old. No further injury reported per hcp.